Event description:
Customer reported that they miscalculated their bolus and ended up with low blood glucose readings of 48 mg/dl. Customer was treated with glucose tablets and apple juice. It was noted that the customer's blood glucose readings were brought up to 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.